Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced recurrent low glucose readings on the pump in the 50 mg/dl despite ingesting cake and soda and making multiple meal announcements, with subsequent fluctuations and continued lows treated with oral carbohydrates and a glucagon pen, which constituted a use-of-device problem related to meal announcements rather than device function. Symptoms included hypoglycemia; diaphoresis was coded but not observed. Outcomes included the need for unexpected medical intervention in the form of medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified the issue as use of device related, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.